Event description:
The customer alleged that the speaker on the avalon fm20 fetal monitor is not working. The device was not being used on a patient at the time of the reported event. No patient involvement.

Event description:
The customer alleged that the speaker on fetal monitor is not working. The device was not being used on a patient at the time of the reported event. No patient involvement.